Manufacturer narrative:
B.3 event date was updated due to new information received. B.5 new information was received. D.3 manufacturer name should have not contained numbers behind it on the initial report that was submitted. Manufacturer fax was inadvertently omitted from the initial report submitted and was added. E.1 zip code extension was added as it was inadvertently omitted from the initial report that was submitted. E.4 selection was made as this field should not have been left blank on the initial report submitted. G.1 manufacturer contact fax number was added as it was inadvertently omitted from the initial report that was submitted. G.2 a new selection was added due to new information received. H1.11 instructions for use were inadvertently omitted from the initial report submitted and were added. The customer's device was not returned for evaluation. The cause of the injury is most likely patient related as the bleeding occurred from all access sites. The device history review was completed and the pump passed all the post sterile inspection checks. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received long-term outcome and quality indicator (loqi) impella registry information. It reported "upon ae #1 in subject (B)(6) of postoperative blood loss anemia with relationship to impella listed as possibly. Loqi states: subject with baseline h/h of 16.8 g/dl/ 51.8% on (B)(6) 2025. Impella assisted procedure performed on (B)(6) 2025 and impella remained in place until (B)(6) 2025. H/h started to trend down on (B)(6) 2025 with a nadir or 6.7 g/dl/18.8% on (B)(6) 2025. Subject noted to have ¿oozing/bleeding¿ from groin sites and ij site until impella was removed. Subject received 1u prbcs on (B)(6) 2025, 2u prbcs and 1u platelets on (B)(6) 2025, and 1u prbcs on (B)(6) 2025. Subject was discharged from index hospitalization on (B)(6) with h/h of 8.1 g/dl/24.4%."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced persistent bleeding issues from multiple access sites. Heparin was halted, medications were adjusted, and blood products were given throughout support to manage the ongoing bleeds. Later, the patient was successfully weaned from the pump and survived.